Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had lead migration as confirmed by x-ray and patient was having uncomfortable electrical jolts firing through her body that were making her extremely anxious. The patient underwent an explant procedure. Device malfunction was not suspected.